Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board and pneumatic block were replaced to address this issue. The device main circuit board and pneumatic block were returned to resmed for an investigation. Review of the device data logs confirmed the single occurrence of a sf188, however, performance testing could not reproduce the reported sf188. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a soldering issue of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to a safety assert system issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to a safety assert system issue. There was no patient harm or serious injury reported as a result of this incident.